Event description:
It was reported that "the anchor-c size 6mm inserter was found to have a broken tip. The tip was not broken in a surgery or by any person in particular. When the tray was check in for surgery, the inserter was fine, the inserter was not used, then when the tray returned to the branch, the inserter was found to be broken."

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.